Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: a communication failure, resulting in no video output. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center had no image. The issue was found during an unspecified therapeutic procedure. The procedure was completed with an equipment replacement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a bent terminal on the video connector socket. Additionally, the evaluation found a drained battery. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.